Manufacturer narrative:
The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.

Event description:
The pt was injected in the nasolabial folds. The pt allegedly developed redness in the injection area over a month post-injection. The pt was treated with vibra tabs.